Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Without an identified lot number, the device history record could not be reviewed. The manufacturer performs a 100% final inspection for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a membrane scraper was being used during surgery. A macular hole was experienced. The patient was reportedly not experiencing any problems. Additional information has been requested.